Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. The analyst noted that on (B)(6) 2015, the lead impedance alert triggered for impedance not taken. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted every four hours and indicated measurements not taken for impedance on the rv pacing, rv defib coil, and svc coil. The device remains in use. No patient complications have been reported as a result of this event.